Manufacturer narrative:
The lens was not returned to the MFR for evaluation. Therefore, a product evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7450414) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current info, the specific root cause of the event could not be determined.

Event description:
It was reported that vaulted asymmetrically (z-syndrome) post lens implant. The lens was scheduled to be exchanged on (B)(6) 2014. This report pertains to the patient's left eye. Additional info has been requested, but no additional info has been received by bausch & lomb to date. Please reference MDR # 2031924-2014-00246 for the patient's right eye.